Event description:
During follow-up, externalized conductor proximal to the rv coil was observed via fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.